Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was jammed. A field service engineer (fse) confirmed that the medication was stuck between lid. So, the fse logged into carefusion admin and then into hardware test application (hta). After that the fse was able to force cubie lid open and customer was able to retrieve stuck medication and returned into the cubie. Then logged back into med application and customer was able to recover cubie. The system functioned as intended after the field service engineer assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer had jammed and unable to open. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.